Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed repeatedly. A field service (fse) logged into hardware test application (hta) and tested the failed drawer multiple times, identified the cubie that was repeatedly failing, and removed it. The remaining cubies were tested in hta, and the customer also verified functionality. The customer was informed that a replacement cubie would need to be installed in the affected space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage area failed and repeatedly prompted for cubie release across multiple drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.